Manufacturer narrative:
H10: the FDA rn number for the MDR 2020394-2025-00644 was submitted as 2020394 due to system limitations. The correct FDA rn number was 3002601200. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a trans jugular intrahepatic portosystemic shunt procedure using liverty tips access set. It was reported that during the procedure, the needle allegedly did not aspirate. Additionally, the cannula allegedly shredded the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the site legal name (FDA) for the liverty tips access set product was selected as bard peripheral vascular, inc, - tempe, az/85281 due to system limitations. The correct site legal name (FDA) for the liverty tips access set is becton dickinson medical devices co., ltd. Suzhou - suzhou, china / 215126. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was undergoing a trans jugular intrahepatic portosystemic shunt procedure using liverty tips access set. It was reported that during the procedure, the needle allegedly did not aspirate. Additionally, the cannula allegedly shredded the catheter. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient was undergoing a trans jugular intrahepatic portosystemic shunt procedure using liverty tips access set. It was reported that during the procedure, the needle allegedly did not aspirate. Additionally, the cannula allegedly shredded the catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. No photos were provided for review. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.